Event description:
Technician alleged that the foot brake casters are not locking firmly in brake mode. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.